Event description:
Inflation difficulty. The report received indicated that during a coronary angioplasty, it was not possible to open the stent; the balloon did not inflate and as a result it was not possible to deliver the stent. The device was exchanged and a similar device was used for the procedure. There was no injury to the patient as a result of the problem.

Manufacturer narrative:
The product is available for evaluation; however, as of to date it has not been returned. The device is distributed outside the united states; however, it is similar to the cypher coronary sds/stents distributed in the united states. Additional information will be submitted within 30 days upon receipt.